Event description:
Compromised sterile package (blister, lid, or foreign material). It was reported that, "the outer package did not seem completely sealed, but the inter package was fine. So the implant was implanted."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (compromised sterile package (blister, lid, or foreign material and (B) (4)).